Event description:
It was reported that the coil was detached inside the aneurysm. The physician withdrew the delivery wire from the patient and noted that the coil fell onto the floor as the delivery wire was removed from the hub of the microcatheter. The physician stated that the coil was detached but it still came out with the delivery wire. There was no reported clinical consequence to the patient.

Event description:
It was reported that the coil was detached inside the aneurysm. The physician withdrew the delivery wire from the patient and noted that the coil fell onto the floor as the delivery wire was removed from the hub of the microcatheter. The physician stated that the coil was detached but it still came out with the delivery wire. There was no reported clinical consequence to the patient.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Two devices were returned for analysis. Visual inspection of the first device noted that only delivery wire was returned and this was tangled and severely kinked. The proximal contact was detached from the delivery wire. Inspection of the delivery wire under microscopy noted that the coil appeared to have detached via electrolysis as intended. Visual inspection of the second device noted that only the delivery wire was returned and it was tangled and severely kinked. The proximal contact was kinked. Inspection of the delivery wire under microscopy noted that the coil appeared to have detached via electrolysis as intended. It was not possible to definitively identify the cause of the reported coil migration but it is most likely due to operational context.